Event description:
It was reported that the stimulation could not be adjusted. It was stated that the poor communication screen was seen. It was noted that the patient¿s pocket was swollen and had bandages covering it. It was noted that the stimulation was too high for the patient. Additional information received reported that the patient ¿wasn¿t sure how to use it.¿ it was noted that the implantable neurostimulator (ins) had been implanted on (B)(6) prior to the date of this report. It was stated that the stimulation was off and the patient was ¿dealing with it.¿ it was stated that the patient had not been trained adequately on how to use the device. It was stated that the patient¿s stimulation was too high after the patient had woken up from surgery and the patient had not known how to adjust the stimulation. It was stated that the surgical incisions were hurting and using the stimulation was uncomfortable. It was noted that the patient had received some training on the programmer, but it was minimal or ineffective. It was noted that the patient was ¿very depressed.¿ it was stated that the patient was dealing with ¿pins and needles¿ and didn¿t ¿need it zipping.¿ it was noted that the patient wanted to know how to ¿make it at a level to make it comfortable with her the basics.¿ it was stated that the patient was upset as the stimulation had been programmed ¿too high for her.¿ it was stated that the patient had had to ¿stay overnight¿ because she couldn¿t bend or walk and was in ¿a lot¿ of pain. It was noted that the patient¿s pain was from the surgical incisions and the patient couldn¿t lean back for support because it would make the pain stronger. It was noted that the patient was ¿somewhat comfortable¿ when lying on her side. It was noted that the patient had not had a follow-up appointment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3550-39, lot # n416933, implanted: (B)(6) 2014, product type accessory; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient was still confused on how to use their recharging equipment. While on the call the patient was able to get 8 coupling bars and was going to charge because the implantable neurostimulator (ins) battery was low. The day prior to the report the patient met with their manufacturer representative for reprogramming and education on recharging their device but when they got home ¿they looked at it like they had never seen it before¿. The patient noted that they were still in pain from an injury that occurred before they were implanted. They were going to recharge their battery and then turn stimulation back on. Information omitted pertaining to patient¿s medical history that was unrelated to their device and was prior to explant.

Event description:
Additional information received reported the manufacturer representative spoke with the patient and the issue was just a matter of education. The patient had forgotten how to use the patient programmer and the issue was resolved over the phone. After speaking with their manufacturer representative, the patient was receiving effective stimulation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a coupling problem however the patient does not use their recharger belt because ¿they don¿t like it¿. The battery at the time of the call was flashing 1/4 charge. The patient has only charged their device once since august and ¿it was a lot of trouble¿ and now they realized they needed to charge again and doesn¿t know how to. The patient¿s stimulation was noted to be ¿annoying¿ and they don¿t know why they bother. While on the phone the patient was able to begin recharging and saw all the coupling boxes shaded in. The patient stated ¿they have no idea where the spot is and isn¿t going to be bothered looking for it again¿, so they will just ¿wait for it to fill in¿. The patient had not felt stimulation in a while but did not realize it until they went to charge. The patient has received education on charging their device twice but they just ¿don¿t remember things and it¿s a pain in the neck¿.